Event description:
The patient reported poor wound healing and drainage at the incision site. In addition, the patient stated, "the wire from the device is coming out of the incision site." Antibiotics were prescribed, and a revision procedure was performed on (B)(6) 2026 where the incision site was opened, the neurostimulator was "pushed" back in, and the wound was re-sutured. As of (B)(6) 2026, the patient is doing well, the wound is closed and healing well, and the drainage from the incision site has cleared up.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the surface of the skin with an antiseptic solution, and using incorrect tools have been ruled out. Additionally, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, the patient having contraindicating conditions, the patient touching or picking at the wound, improper surgical technique, and the device being used off-label have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of poor wound healing and drainage at the incision site is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.